Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (20 mg/ml at 10 mg/day) and marcaine (bupivacaine) (5 mg/ml at 2.5 mg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) interrogated the pump and noted alerts with a message saying loss of therapy with service codes 99 and 100. Technical services had them read pump logs which showed a motor stall occurred; the hcp confirmed that the patient had a magnetic resonance imaging (MRI) on the date of the stall. The hcp had already performed a pump refill and the residual volumes matched what was expected. Technical services reviewed telemetry state when patient's with a pump have an MRI. Advised them to interrogate pump with logs again to check for motor stall recovery. They stated they would call back if recovery did not show. The hcp called back and reported that they checked the logs and it was seen the pump recovered. They also stated the patient complained of body pain but there had been no withdrawal symptoms. They were wondering if they should decrease the dose some based on the stall being so long; discussed telemetry state condition and pump alarming. The patient had not complained of hearing the pump alarm but they did hear an audible alarm when they interrogated the pump today and it had since ceased.